Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was initially reported that the placement of the internal coil was not ideal. The implant was placed so that the coil was under the pinna, making it difficult to wear the processor. The recipient was revised and implant moved on (B)(6) 2018. The surgery was only to re-position the receiver coil, the electrode array was reportedly not moved. Upon re-activation and then imaging a few weeks after the surgery, it was determined that the electrode array has migrated out and 4 channels are extra-cochlear.

Event description:
The initial placement of the internal coil was not ideal. The implant was placed so that the coil was under the pinna, making it difficult to wear the external audio processor. The coil had not migrated and was in the same position as it was placed at initial surgery. Hearing performance was not affected, and the recipient did have benefit with the device. The recipient was revised, and implant moved on (B)(6) 2018. The surgery was only to re-position the receiver coil, the electrode array was reportedly not moved. Upon re-activation it was determined that the electrode array had migrated out of the cochlea and only 4 channels were still intra-cochlear. The recipient was using a very limited map at this point. On (B)(6) 2019 re-insertion was tried. The array came completely out of the cochlea unexpectedly. An insertion array was used to try to gauge actual cochlear duct length, since shorter cochlea or fibrosis was suspected. The insertion electrode could not be inserted past the basal turn. No new implant was placed.

Manufacturer narrative:
Conclusions: according to the received information from the field, the implant housing was not adequately positioned during implantation surgery. Reportedly it was placed so that the coil was under the pinna, which made it difficult to wear the external processor. A complete insertion of the active electrode at the time of implantation was stated by the surgeon, although the audiologist suspected two channels to be outside of cochlea. A revision surgery was carried out to re-position the implant housing. Afterwards the active electrode array was found to have migrated almost completely out of cochlea. Another surgery to re-insert the active electrode was performed, however the array could not be re-inserted due to medical/anatomical reasons. In addition damage to the active electrode caused by device minute mobility was observed during investigation; as in situ measurement run prior to explantation reportedly showed all within normal limits, it is assumed that the found damage was possibly caused during removal surgery manipulation. This is a final report.